Event description:
Caller alleged discrepant result compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 1.4, lab: 3.7. Customer stated inratio always tests 1.4. Time between testing was 30-45 mins. Last dose of coumadin was yesterday. Therapeutic range is 2.7-3.7.

Manufacturer narrative:
Investigation pending.